Event description:
Towel pack was found to have slash marks on the inner package. The outside packaging was not damaged. This type of damage had to have happened in packaging. The problem was noticed as the room was being repaired. The patient was not involved or in room at the time.====================== manufacturer response for o.r. Towel, amd ritmed======================distributor supplied return authorization number for return product evaluation.